Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
The customer reports that insertion of the device completed without any issue. After first infusion, a leak was observed, thus a wet bandage. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned the catheter for evaluation. Visual examination did not reveal any defects or anomalies. The length and outer diameter of the catheter body were measured and were found to be within specification. Functional testing was performed by connecting the extension line of the catheter to the lab leak tester and clamping off the distal end of the catheter. The leak tester was turned on and the pressure was increased to 45 psi and held for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit cautions the user, "check ingredients of prep sprays and swabs before using. Some disinfectants used at catheter insertion site contain solvents which can attack the catheter material. Alcohol and acetone can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to reduce risk of intraluminal leakage or catheter rupture." The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing and met all dimensional and visual requirements. A device history record review did not reveal any manufacturing related issues. No problem was found with the returned catheter.

Event description:
The customer reports that insertion of the device completed without any issue. After first infusion, a leak was observed, thus a wet bandage. The device was replaced.